Event description:
It was reported that the seat on a 9630-1 commode cracked.

Manufacturer narrative:
This product was made by invacare at either invamex or aquatec gmbh and invacare has chosen to file this report utilizing the invamex cfn/fei registration.